Event description:
A pt reported experiencing inaccurate erratc results with a one touch basic meter. The pt's blood glucose results were 3.1, 7.0, 7.9, 8.3 and 5.0 mmol/l. Tests were done within 20 mins. Pt did not experience any adverse events. No further info has been reported.